Event description:
Event description boston scientific crm received information that this device may have ventricular oversensing. During diagnostic testing, the patient's r-waves were 22mv and the device sensing was set to 2.5mv.

Event description:
Boston scientific crm received information that this device may have ventricular oversensing. During diagnostic testing, the patient's r-waves were 22mv and the device sensing was set to 2.5mv.

Manufacturer narrative:
The caller stated the diagnostics indicated no issues. Technical services recommended checking the device's logbook for events. No changes have been made at this time. No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.